Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: upon visual inspection of the complaint device it can be seen that we have received the article in an unlocked condition. In addition, the received device shows dents and scratches, as well some color fading from use all over the surface of the part. Furthermore, two (2) of the four (4) lips are in a damaged and deformed condition. Functional test: during investigation a functional test was performed, the blade passed the functional test. Document/specification review: drawings and revisions are in accordance to DHR of production lot 5l29034. All relevant features are defined on the used drawing revisions of DHR of production lot 5l29034. Furthermore, the reported device was assembled according to drawing, and all parts went through a 100% functional test, before they had left the production. Dimensional inspection: as the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as material and dimension evaluation. Summary: there is no particularize information what's happened to this article by customer, unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide (dsem/trm/0714/0132(7)). The complaint is unconfirmed, as the complained issue could not be replicated and/or confirmed based on the available information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.027.036s, lot: 5l29034, manufacturing site: bettlach, release to warehouse date: 10. July 2019, expiry date: 01. July 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fracture of the trochanteric massif was performed. The surgeon has used another blade and ancillary to complete the procedure.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device is not distributed in the united states but is similar to device marketed in the USA. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the blade is not locking in the nail. Used of another device to complete the procedure. There was a surgery delay. Patient outcome is unknown. Concomitant device reported: unk - nails: pfna (part# unknown; lot# unknown; quantity 1). This is report 1 of 1 for (B)(4).